Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer alleged that during the decapping process, the cobas p 512 pre-analytical system is causing film on the patient sample tubes which then causes low results when the samples are tested on a cobas 6000 instrument. The customer stated that "several" incorrect low results due to the film were reported outside of the laboratory. New results were obtained and provided to medical personnel. No actual data was provided. There was no allegation that an adverse event occurred. The cobas 6000 instrument serial number was not provided.

Manufacturer narrative:
The customer complained of issues with an additional four patient samples tested on (B)(6) 2018 due to the suspected film. The customer provided examples for two of these patient samples: an initial potassium result was 0.09 (unit not provided) and the repeat result was 4.54. An initial bnp result was 102 (unit not provided) and the repeat result was 2124. The incorrect results were reported outside of the laboratory. During the investigation, it was found that the samples affected by the film were sent from another hospital for testing at the customer site. Further analysis showed that these samples from the other hospital had a liquid film inside of the tube after decapping on the p 512 system. It was identified that the pipetting nozzle from the instrument stops has soon as the film is touched. The pipetting nozzle stays at that position and aspirates. Since the instrument aspirates a liquid air mixture with a small amount of sample material, the instrument measures a false low result. The film on the samples was caused by inaccurate sample preparation performed at the other hospital. The film on the samples is not related to the p 512 instrument.

Manufacturer narrative:
The customer changed the decapping parameters on the instrument. The customer ran approximately 500 samples and there was no film on the sample tubes.

Manufacturer narrative:
Since changing the decapping parameters on the instrument, the customer has now run 1000 samples and there was no film on the sample tubes.